Manufacturer narrative:
Although the device operated to specification, the investigation of the reported event of 'ar-8330h shp overheated' will be considered confirmed based on the surgeon's comments and attributed to mishandling.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on (B)(6) 2021 by a facility representative via (B)(6) that an ar-8330h shp overheated. This was discovered during a case, surgeon and patient were burned.